Manufacturer narrative:
(B)(4). Retainer ring: missing, the insulin pump was received with a scratched case, a cracked keypad overlay, a missing reservoir tube o-ring, a missing retainer, a cracked case-corner of belt clip rails near the battery compartment, a pillowing keypad overlay and a serial number label fading. The test p-cap, reservoir does not lock in place and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring.

Event description:
Information received by medtronic indicated that the battery compartment and reservoir compartment were cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.